Event description:
The manufacturer received information alleging active exhalation control module test failure occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator remains at the customer site with a request for onsite service. The root cause has not been confirmed at this time. The device has not yet been evaluated at the customer site. At this time, the manufacturer is unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.